Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("pelvic pain"), ruptured ectopic pregnancy ("multiple fragments of a ruptured fallopian tube") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic)/left ectopic pregnancy") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 3), parity 2 (total number of live births: 2. Date of birth: 20may1999, 22mar2005), inflammation nos and pelvic adhesions. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, pelvic pain, ruptured ectopic pregnancy, ectopic pregnancy with contraceptive device and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain and ruptured ectopic pregnancy to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2011: final pathologic diagnosis uterus, products of conception; fragments of fallopian tube with associated chorionic villi consistent with ectopic pregnancy. Associated acute inflammation, hemorrhage, and necrosis gross description "forbes products of conception," received in formalin are multiple fragments of a ruptured fallopian tube as well as decasualized tissue. The fallopian tube fragments measure 5,0 and 3.0 cm in length and 0.6 cm in diameter. Fimbriated ends are present on both of these fallopian fragments, but no areas of distention are identified. The separately submitted fragments of decasualized tissue measure 4,0 x 3.0 x 1.0 cm, no fetal parts are identified within these fragments. (B)(6) 2012 preoperative diagnosis: right lower quadrant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs+mr received: events multiple fragments of a ruptured fallopian tube, pregnancy (ectopic)/left ectopic pregnancy, perforation (fallopian tube(s)), device ineffective were added. Lab data, medical history added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('pelvic pain'), ruptured ectopic pregnancy ('multiple fragments of a ruptured fallopian tube') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/left ectopic pregnancy/ pregnancy (termination)') in a 38-year-old female patient who had essure (batch no. 768630) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 3), parity 2 (total number of live births: 2. Date of birth: (B)(6) 1999, (B)(6) 2005), inflammation and pelvic adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 11 months 21 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, bilateral salpingectomy/termination, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, pelvic pain, ruptured ectopic pregnancy, ectopic pregnancy with contraceptive device and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain and ruptured ectopic pregnancy to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Ectopic pregnancy, other (please describe) fetus in lower ligament date(s) of insertion: (B)(6) 2010 (discrepancy noted reported as per pfs trailing coils: left: 4, right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2011: final pathologic diagnosis uterus, products of conception; fragments of fallopian tube with associated chorionic villi consistent with ectopic pregnancy. Associated acute inflammation, hemorrhage, and necrosis gross description "forbes products of conception," received in formalin are multiple fragments of a ruptured fallopian tube as well as decasualized tissue. The fallopian tube fragments measure 5,0 and 3.0 cm in length and 0.6 cm in diameter. Fimbriated ends are present on both of these fallopian fragments, but no areas of distention are identified. The separately submitted fragments of decasualized tissue measure 4,0 x 3.0 x 1.0 cm, no fetal parts are identified within these fragments. (B)(6) 2012 preoperative diagnosis: right lower quadrant. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received: lot number, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) pelvic pain ('pelvic pain'), ruptured ectopic pregnancy ('multiple fragments of a ruptured fallopian tube') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/left ectopic pregnancy/ pregnancy (termination)' in a 38-year-old female patient who had essure (batch no. 768630-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 3), parity 2 (total number of live births: 2. Date of birth: (B)(6) 1999, (B)(6) 2005), inflammation and pelvic adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 11 months 21 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, bilateral salpingectomy/termination, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, pelvic pain, ruptured ectopic pregnancy, ectopic pregnancy with contraceptive device and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain and ruptured ectopic pregnancy to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Ectopic pregnancy, other (please describe) fetus in lower ligament. Date(s) of insertion: (B)(6) 2010 (discrepancy noted reported as per pfs. Trailing coils: left: 4, right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2011: final pathologic diagnosis uterus, products of conception; fragments of fallopian tube with associated chorionic villi consistent with ectopic pregnancy. Associated acute inflammation, hemorrhage, and necrosis. Gross description: "forbes products of conception," received in formalin are multiple fragments of a ruptured fallopian tube as well as decasualized tissue. The fallopian tube fragments measure 5,0 and 3.0 cm in length and 0.6 cm in diameter. Fimbriated ends are present on both of these fallopian fragments, but no areas of distention are identified. The separately submitted fragments of decasualized tissue measure 4,0 x 3.0 x 1.0 cm, no fetal parts are identified within these fragments. (B)(6) 2012 preoperative diagnosis: right lower quadrant. Most recent follow-up information incorporated above includes: on 1-feb-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('pelvic pain'), ruptured ectopic pregnancy ('multiple fragments of a ruptured fallopian tube') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/left ectopic pregnancy/ pregnancy (termination)') in a 38-year-old female patient who had essure (batch no. 768630-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 3), parity 2 (total number of live births: 2. Date of birth: (B)(6) 1999, (B)(6) 2005), inflammation and pelvic adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 11 months 21 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, bilateral salpingectomy/termination, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, pelvic pain, ruptured ectopic pregnancy, ectopic pregnancy with contraceptive device and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain and ruptured ectopic pregnancy to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Ectopic pregnancy, other (please describe) fetus in lower ligament. Date(s) of insertion: (B)(6) 2010 (discrepancy noted reported as per pfs. Trailing coils: left: 4, right: 5 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2011: final pathologic diagnosis. Uterus, products of conception; fragments of fallopian tube with associated chorionic villi consistent with ectopic pregnancy. Associated acute inflammation, hemorrhage, and necrosis gross description. "Forbes products of conception," received in formalin are multiple fragments of a ruptured fallopian tube as well as decasualized tissue. The fallopian tube fragments measure 5,0 and 3.0 cm in length and 0.6 cm in diameter. Fimbriated ends are present on both of these fallopian fragments, but no areas of distention are identified. The separately submitted fragments of decasualized tissue measure 4,0 x 3.0 x 1.0 cm, no fetal parts are identified within these fragments. (B)(6) 2012 preoperative diagnosis: right lower quadrant. Lot number reported (768630) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('pelvic pain'), ruptured ectopic pregnancy ('multiple fragments of a ruptured fallopian tube') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/left ectopic pregnancy/ pregnancy (termination)') in a 38-year-old female patient who had essure (batch no. 768630-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 3), parity 2 (total number of live births: 2. Date of birth: (B)(6)1999, (B)(6)2005), inflammation and pelvic adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and oral contraceptive nos. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6)2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 11 months 21 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, bilateral salpingectomy/termination, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and bilateral salpingectomy on 11-oct-2011). Essure was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, pelvic pain, ruptured ectopic pregnancy, ectopic pregnancy with contraceptive device and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain and ruptured ectopic pregnancy to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Ectopic pregnancy, other (please describe) fetus in lower ligament date(s) of insertion: (B)(6)2010 (discrepancy noted reported as per pfs trailing coils: left: 4, right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6)2011: final pathologic diagnosis uterus, products of conception; fragments of fallopian tube with associated chorionic villi consistent with ectopic pregnancy. Associated acute inflammation, hemorrhage, and necrosis gross description "forbes products of conception," received in formalin are multiple fragments of a ruptured fallopian tube as well as decasualized tissue. The fallopian tube fragments measure 5,0 and 3.0 cm in length and 0.6 cm in diameter. Fimbriated ends are present on both of these fallopian fragments, but no areas of distention are identified. The separately submitted fragments of decasualized tissue measure 4,0 x 3.0 x 1.0 cm, no fetal parts are identified within these fragments. 24may2012 preoperative diagnosis: right lower quadrant. Lot number reported (768630) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: report was ticked final, no new information is expected based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.